Event description:
It was reported that the following 2 weeks after implantation of the implantable neurostimulator (ins), the patient had not progressed as expected. The patient could not tolerate minimal oral intake and if was noted that their abdomen was distended with evidence of a very distended stomach. An upper gi endoscopy showed a very large ulcer (not present a month previous to implant of device) that was causing edema and narrowing of the pylorus which essentially caused a gastric outlet obstruction. Oral medications (proton pump inhibitors) and ng suction did not resolve the patient's issues. The physician decided the best course of action was a 75% gastrectomy as well as removal of the ins. The gastrectomy did take place and the patient slowly recovered and was able to drink liquids and eat soft food by the time of discharge 2 weeks later. The physician noted that the explanted ins was not infected and did not contribute in any way to the patient's subsequent re-operation for gastric outlet obstruction and was related to the patient's pre-existing peptic ulcer condition. The patient now was eating everything with no nausea or vomiting with regular bowel movements.

Manufacturer narrative:
Lead model 435135, serial #(B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002; lead model 435135, serial #(B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002. Analysis of the returned neurostimulator model 7425g, serial #(B)(4) showed no anomalies with good stable output in both the unipolar and bipolar modes which matched the programmed values.